Event description:
While attempting to use novasure endometrial ablation device, ref# (B)(4), lot# 21m01r, exp date: 2023-12-21, surgeon went to advance the white plastic piece on the sheath and it broke apart. All pieces were accounted for and another device was obtained and used without difficulty. No patient injury occurred. FDA safety report ID # (B)(4).